Event description:
It was reported that the patient experienced a loss of consciousness three times. The patient's device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): no anomalies found. Preliminary testing revealed a no output condition when programmed vvi bipolar pacing. Further testing revealed anomalous output conditions. Analysis of the automatic lead diagnostic data found the ventricular leads measured an open (B)(6), 2011 which coincides with the reported explant date. The no output condition at functional testing was the result of lifted hybrid bond wires.